Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was occluded and was revised. The initial setting was unknown. Therefore the surgeon decided to replace it to cartas valve. There was no surgical delay and no adverse consequence to the patient.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI)#:(B)(4). The valve was received for evaluation. Device history record (DHR)- review of the history device records for the valve, product code 82-3100 with lot p2039, showed 2 nr-report when released to stock on the (B)(6) 1999, the nr report issues had no link to this complaint. Failure analysis - the valve was visually inspected; the stator was raised x ray dot dislodged and sitting under the cam mechanism as well as a bump mark in the valve casing was noted. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux, siphon guard and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing and corrosion was noted on the stator and x ray dot. Root cause: -the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. -the root cause for the bump mark and crack in the valve casing is due to the valve receiving a hard knock. -the root cause of the corrosion could not be clearly determined. -the possible root cause for the occlusion could be due to biological debris, at the time of investigation no occlusion was noted.